Event description:
A customer reported experiencing a cartridge alarm 20 and noted their blood glucose level was displayed as "high," though the specific value was unknown. Due to the issue, the customer administered a correction injection via multiple daily injections (mdi) and confirmed they did not need assistance from a third party. Tandem technical support confirmed consecutive cartridge alarms and resolved to replace the pump. The customer was informed about the procedures for using the replacement pump and instructed to return the faulty pump using the provided return box and label within ten days.